Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The required data, such as log flies; exam sets; dose reports; iqap reports, were not available for examination. The default ex-factory values are limited to 10r/min in regards to legal requirements. There are no hints in regards to dose problems shown in the service history of this system. The manufacturer did not receive information from field that the dose applied was above the dose level requested by the operator. There is no indication from historical data or service history of this system what does assume a dose issue after detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction may have occurred while operating the artis zee biplane system. The customer contacted siemens and questioned the correct dose output from the system. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.